Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The catheter body was kinked at approximately 28 cm, 29 cm and 31cm from the catheter tip. No visible damage to the electrodes, connectors, balloon, windings or returned syringe was observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of inability to pace could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that it was unable to pace during use. The catheter was replaced and the problem was solved. The catheter was inserted under normal procedure. Further detail could not be obtained. There were no patient complications reported.